Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 95 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 211 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set) and not able to provide if the test results are fasting or non-fasting: 1:211mg/dl (B)(6) 2016 04:30pm; 2:106mg/dl (B)(6) 2016 10:55am; 3:205mg/dl (B)(6) 2016 09:40pm; 4:115mg/dl (B)(6) 2016 10:59am; 5:165mg/dl (B)(6) 2016 10:58am; adverse event not reported.